Manufacturer narrative:
(B) (6). Information on whether the product has been re-sterilized is unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method was used during a peg placement procedure performed on (B) (6) 2009. According to the complainant, post procedure, on (B) (6) 2010 the patient was hospitalized due to pain and fever. Patient was sent home with zinacef which was started at the hospital and continued for one week at home. A CT scan was preformed of the abdominal area and showed no abnormalities. The patient was given panacode and litalgin for pain if needed. On (B) (6) 2010 the patient had a gastroscopy which revealed that the internal bolster had infiltrated to the gastric wall. The procedure was completed with a new endovive standard peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be stable.